Manufacturer narrative:
Please note the correction to g1: manufacturing site and h6 method codes. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection has shown that the base lever, where the lever arm is fixated, is cracked at the crossover from the smaller to the bigger diameter of the cylinder head screw holes. The damage pattern shows that the surface was cracked due to high forces applied by the lever. Also at the base of the lever arm are stress marks and a dent is visible from the usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing, or design-related problems were found during the investigation. Nevertheless, it can be mentioned that the design of the base lever has been improved in the meantime as part of our continuous improvements to avoid such an occurrence in the future. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was caused by a mechanical overload during the bending of a plate. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "table top plate bender broke at the base of the handle while in surgery . Delay in surgery, unsure of time."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "table top plate bender broke at the base of the handle while in surgery . Delay in surgery, unsure of time."